Event description:
Information received from the (B)(6) study. Treatment of an acute stroke. On (B)(6) 2014, the patient underwent mechanical thrombectomy. Post procedure, the patient had a hemorrhage from the peripheral region where the mechanical thrombectomy was performed. The hemorrhage was not caused by use of the solitaire. Craniotomy was performed to reduce pressure on the brain. The patient was reported to be suffering from subsequent critical complications that required constant nursing care.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.(B)(4).